Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported that during the procedure they were not able to introduce the lead into the implantable neurostimulator (ins). It was stated that it was impossible to screw. The physician tried to unscrew the setscrew repeatedly. They tried to introduce the lead unsuccessfully every time. The ins was never implanted and a different ins was used without any difficulty. The issue was resolved.

Manufacturer narrative:
Analysis of the implantable neurostimulator found that the setscrew was backed out too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.